Event description:
The patient reported that he did not use the pump for one day due to his busy schedule that did not allow time to fill the cartridge. The patient stated that he resumed use of the pump that night. The patient reported that he awoke in the morning with blood glucose (bg) reading of 600 mg/dl without symptoms of hyperglycemia; he did not test for ketones. He said that he treated the bg elevation with a syringe injection of insulin and did not require medical intervention. The patient reported that the pump had no power. He then observed that the battery cap was not completely attached to the pump and he noticed a crack in the pump case. He was unable to secure the battery cap to the pump again. This complaint is being reported because the patient experience an elevated bg reading after the pump lost power. The complaint is related to a user error because the likely cause of the power loss, a cracked case, was obvious and observable to the patient and he continued to use the pump.

Manufacturer narrative:
Follow-up # 2 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The alleged malfunction is generally obvious and detectable by the user. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. It warns that cracks, chips, or damage to the pump may impact the battery contact. The user guide instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery cap was unable to fasten to the pump. The battery cap threads were found to be stripped. A test battery cap was used for evaluation. Evaluation revealed that the pump powers up properly to the verify screen. Investigation confirmed that the battery compartment is cracked. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions in the pump history indicating a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.